Event description:
A theatre team leader reported that before surgery, the lens came out inverted and was not implanted. According to the additional information received on 15-oct-2024, it was reported that the lens came out of the cartridge convex. The doctor wanted to change the lens.

Manufacturer narrative:
The lens was returned positioned incorrectly posterior side up in the lens case. Blood and solution is dried on the lens. Both haptics are bent in the gusset area. The optic was pressed between two posts and leaning down into the well area of the lens case. No associated cartridge was returned for evaluation. Product history records were reviewed, and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported ¿lens came out of cartridge convex¿ complaint. The position of the lens while exiting the cartridge cannot be determined. The instructions for use (IFU) instructs using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical devices (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. In addition, lens damage was observed. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of blood, surgical solution, and the condition of the returned sample, the damage is most likely related to customer handling. No additional information has been provided. The file will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was provided in h.6. (Component code). The manufacturer internal reference number is: (B)(4).